Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was used in a craniotomy for tumor removal procedure, and during the opening, the patients head slipped down. They looked under the surgical field and found a 10cm laceration on the scalp made by the skull pins. Following this incident, they made an emergency closure, a wound repair, and repositioning with a new mayfield device as well as new surgical fields. The surgical delay was about 1 hour. The patient is reported as stable.

Event description:
N/a.

Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was not returned, and product serial number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.